Event description:
It was reported that the patient wasn't having any seizures in the past and is now having about 10 per week. The patient's daughter thinks this is due to low battery. It was also noted in clinic notes that the patient's seizure severity and post-ictal phase is worse with vns. The medical assistant noted that the cause of the increase in seizures is unknown, it could be solely due to the patient's condition or potentially due to the vns device. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's daughter reported that he was admitted to the hospital due to an increase in seizures which was below pre-vns levels. The patient was unable to perceive stimulation. The patient went in for generator replacement but the new generator had a high impedance error so they were unable to replace the generator at that time. (The high impedance will be reported in MFR. Report 1644487-2022-00297, not yet submitted) the family declined an additional surgery and decided to put the patient into hospice care due to his seizures and dementia. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.